Event description:
Related manufacturer report number: 2017865-2022-46379. During an in clinic follow up, a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a lead dislodgement. During the ra lead revision procedure, the ra lead was unable to be disconnected from the device header. The ra lead was capped and replaced, and the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of problems with untightening the atrial setscrew to remove the lead was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench through the septum off-center and at angles. This caused excessive septum punch-outs through the septum that landed in and filled the inset of the setscrew. The septum punch-outs prevented the wrench from engaging the inset which led to it stripping the inset. When the inset is being stripped the setscrew cannot be untightened to release the lead. Incorrect wrench insertions by the user of the torque wrench were the main cause of the problem. No device anomalies were found.